Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 462 mg/dl. The customer was treated for high blood glucose with pump. After the troubleshooting was done, customer was able to determine the pump is working as designed. Customer was advised to speak with healthcare provider in regards to adjustments, different site locations and a different infusion set. The customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised to install a new (B)(6) aaa alkaline battery. Customer was assisted in performing a self-test. Customer stated pump vibrated during the vibrate test. Customer was advised to monitor pump.